Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with an antibiotic spacer and external fixation (ex fix) as the result of a motorcycle accident on unknown date. Two months post-op, patient was returned to surgery for a planned revision to remove the spacer. During that procedure surgeon also implanted a 2.7/3.5mm variable angle-locking compression plate (va-lcp) anterolateral distal tibia plate and screws. Patient presented with a non-union and broken plate and was returned to surgery on (B)(6) 2017 where the plate and screws were removed. Patient was then revised to an antibiotic nail. Patient outcome and delay in surgery is not known. Concomitant medical products: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) va-lcp anterolateral distal tibia plate. This is report 1 of 1 for (B)(4).